Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator's original power cord was burnt. A boston scientific company representative verified that no one was hurt and confirmed. The company representative sent a new communicator and a return label. The communicator is no longer in service. No adverse patient effects were reported.